Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient also has a pacemaker implanted. The smartpass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shock was set to the primary vector. Technical services discussed some programming options. The clinic brought the patient in for treadmill testing. The sensing vector was then reprogrammed to the secondary vector and the smartpass feature was programmed back on. There were no additional adverse patient effects. The system remains implanted.